Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. Visual examination confirmed that both tip and rear markers were in place per specification. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The returned device was inspected and found to have tantalum markers in place per specification. We are unable to determine the cause of the reported complaint since we cannot mimic the clinical setting or patient anatomy. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complete reporter name: (B)(6). Occupation: mha rvt rdcs / supervisor, invasive cardiology department. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted as it was too short to place at the proper anatomical landmark on fluoroscopy. There was no patient harm or adverse event reported.